Event description:
It was reported by the clinician that blood infusions ¿not pulling enough¿ and that there is blood remaining in the IV blood bag at the end of the infusion. It reportedly does not happen all the time, it seems that a ¿couple pumps that are the issue¿. This was reported to bd representatives during their site visit. Bd representative observed that IV pumps in the clinical unit tended to be approximately 10 inches higher than patient heart level with patients reclined in a chair; IV bags were approximately 15-20 inches above the top of the pump module. Clinicians prime the IV set with saline and move the blood to the end of the line with the pump while the IV set is detached from the patient. The priming volume is reportedly accounted for when the clinicians program the vtbi. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.